Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, high capture thresholds that resulted in a loss of capture were noted on the right ventricular (rv) lead. X-ray was performed and revealed insulation damage on the rv lead and was suspected to be the cause of the high capture thresholds. The rv lead was explanted and replaced to resolve the event. The patient was stable.